Manufacturer narrative:
B5: corrected h6: corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that they stated they have a referral to a neurology clinic and are waiting on appointment to discuss ins removal.

Manufacturer narrative:
Continuation of d10: product ID 97714 serial# (B)(6) implanted: (B)(6) 2016 product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they needed to get both of their cervical and lumbar stimulators removed. Patient said that they found someone that could remove the cervical stimulator locally, however they had moved from where they originally had the implants put in, so they couldn't go back to the local doctor to have the cervical implant taken out. Pt was looking for another hcp. Agent reviewed and sent the pt a physician listing to their e-mail address. Agent reviewed ins longevity and expected eos time-frames with the pt. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. Refer to manufacturer report #3004209178-2019-09450 for details pertaining to the reportable related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain, spinal pain and complex regional pain syndrome type 2. It was reported that the patient's stimulators went into overdischarge and needed to be replaced. The patient saw a representative and were told that they were not able to jumpstart the batteries. Their doctor scheduled a replacement for both the batteries but the patient had to move prior to having them replaced. No further complications reported.

Manufacturer narrative:
Continuation of d10: product ID 97714. Serial# (B)(6). Implanted: (B)(6) 2016: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that they stated they have a referral to a neurology clinic and are waiting on appointment to discuss ins removal; however, are getting shocked 10,000 times a day. Information from an hcp indicated the pt was still experiencing a shocking sensation randomly for about the last 6 months and the inss were malfunctioning.